Event description:
Reportedly, the suture knot that was securing the central venous catheter, became loose. The central venous catheter was replaced. The hosp has reported the pt's condition is satisfactory.